Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the cause of occurrence could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the camera head exhibited a broken cable, corroded scope mount, flooded main body, deposits on main body (lens) and free lock lever. There was no patient involvement.